Manufacturer narrative:
(B)(4). The affected base of the iw934jeu baby control cosycot infant warmer is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis

Event description:
A healthcare facility in (B)(6) reported that the base of an iw934jeu baby control cosycot infant warmer was cracked. No patient consequence was reported.